Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he has been using the insulin pump and noticed that when he gets a low reservoir warning, his blood glucose will start to climb steadily, even though he has 20 units left. Customer stated that he noticed this about 3 months ago. Customer's blood glucose was unknown. Customer's sensor glucose reading is 230 mg/dl. Customer was not having a high blood glucose event. Customer stated that his blood glucose has been over 400 mg/dl a few times due to this issue. Customer was advised to call if the issue continues in order to troubleshoot when it occurs.